Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported the iabp appears to have been dropped. The fse found damage to the back of the case. Strain relief for the monitor was broken and the coiled cable had internal damage at the patient unit. The fse replaced the upper panel assembly, the patient connector label, the coiled cord, the console cover, the rear handle, and six screws. The iabp was then released back to the customer cleared for clinical use.

Event description:
The customer reported while transporting a patient the cardiosave intra-aortic balloon pump (iabp) produced a loud, constant alarm, the screen was blank, and the unit was not pumping. The unit was turned off, restarted and then began functioning again for the remainder of the transport. This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, however, no further details have been provided at this time. If additional information is provided in the future a supplemental report will be submitted.

Event description:
The customer reported while transporting a patient the cardiosave intra-aortic balloon pump (iabp) produced a loud, constant alarm, the screen was blank, and the unit was not pumping. The unit was turned off, restarted and then began functioning again for the remainder of the transport. This event occurred while the iabp was in use on a patient, however, no adverse event has been reported.